Event description:
The customer called to report that she noticed blood in the cannula, though no alarm was initiated by the pod. Her bg level at the time was high (390mg/dl). The pod was removed and will be returned for eval.

Manufacturer narrative:
The returned product eval confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully.